Manufacturer narrative:
The reported complaint of autopulse platform (serial (B)(4)) failure to start compression nor stopped compression was confirmed during functional test. The root cause was due to a damaged channel roller assembly as a result of mishandling. During visual inspection, damaged front and bottom enclosure, and tear on the load plate cover were observed on the returned autopulse platform. These types of physical damaged were likely attributed to mishandling. All covers were replaced to address these issues. During archive data review, user advisory - ua12 was observed on (B)(6) 2019, thus confirming the reported complaint. Also, ua07 (discrepancy between load 1 and load 2 too large) was observed on (B)(6) 2019 and is unrelated to the reported complaint. Initial functional testing of the autopulse platform failed due to ua07 (discrepancy between load 1 and load 2 too large). The root cause was due to a damaged load cells sustained during mishandling. To remedy the issue, load cells were replaced. During re-evaluation, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and approved for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial (B)(4)) failure to start compression nor stopped compression while on-going compression due the lifeband breaking loose with little to no contact. Crew reverted to manual CPR. No known impact or consequence to patient was provided. Please see the following related MFR report: MFR # 3010617000-2019-01067 for lifeband.